Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. During an unrelated lead revision procedure, the pulse generator was explanted and replaced. The patient was in stable condition post surgery.